Event description:
The customer reported that the device failed opcheck for the therapy cable. This was found during testing of the device.

Manufacturer narrative:
(B)(4). The customer reported that the device failed opcheck for the therapy cable. This was found during testing of the device. The defibrillator was returned to philips for evaluation and the reported symptom was confirmed. The therapy pca was replaced to resolve the reported symptom. After passing all required testing, the device was returned to the customer.